Manufacturer narrative:
The insulin pump was received with currents in specifications. No unexpected failed battery or no button error alarm noted. The insulin pump had an intermittent button response due to moisture damage keypad trace. The insulin pump had minor scratched lcd window, cracked case near display window corners and cracked reservoir tube lip. The insulin pump was unable to prime during the prime test due to faulty force sensor resistor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a button error alarm. Customer was wiping insulin pump with a wet rag and ran insulin pump under flowing water. Customer's blood glucose was 180 mg/dl. Customer also received a failed battery test alarm, but declined troubleshooting for failed battery test alarm. After troubleshooting for button error alarm, customer was advised that insulin pump would need to be replaced.